Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon stuck inside me - vagina [foreign body in reproductive tract]. Went to change my tampon and it was stuck [complication of device removal]. Case narrative: consumer reported via e-mail that tampon was stuck in vagina. No serious injury reported.

Event description:
Tampon stuck inside me - vagina [foreign body in reproductive tract] . Went to change my tampon and it was stuck [complication of device removal] . Case narrative: consumer reported via e-mail that tampon was stuck in vagina. No serious injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on november 28, 2022.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck inside me - vagina [foreign body in reproductive tract]. Went to change my tampon and it was stuck [complication of device removal]. Case narrative: consumer reported via e-mail that tampon was stuck in vagina. No serious injury reported.